Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life, rejected new battery, unexplained no delivery alarms, slower rewind, non-responsive buttons, lost pump settings after battery change, belt clip did not secure when applied to the pump causing the pump to fall. The customer reported no adverse event. The event involved product(s) mmt-399a, acc-1601, mmt-332a, mmt-1880. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-399a, acc-1601, mmt-332a, mmt-1880.

Manufacturer narrative:
The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. All buttons function properly. No unexpected power alarms noted during testing. No failed battery test noted during testing. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, normal low battery alerted on (B)(6) 2025 10:13:00, (B)(6) 2025 10:50:01, (B)(6) 2025 13:37:00 and (B)(6) 2025 07:23:00. Were found in the history files or traces. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 10:50:01 after more than 7 days at 16.71 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 13:37:00 after more than 7 days at 15.25 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 07:23:00 after more than 7 days at 14.6 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of (B)(6) 2025 or two days prior. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails and stained keypad overlay. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected, no delivery, failed battery test, rewind anomaly, and unresponsive keypad were not confirmed. Cosmetic damage at the belt clip rails were not confirmed, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.